Event description:
Boston scientific received information that during a routine follow up visit, noise was noted on the right ventricular (rv) channel which resulted in undersensing and caused pacing inhibition for 3-5 seconds for this pacemaker dependent patient. Diagnostic testing revealed decreased r-wave measurements, pacing impedance measurements and shocking impedance measurements. A revision procedure was scheduled to replace the competitive rv lead. This device is included in the current lv-capacitor advisory population and was removed from service during the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.